Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their therapy had stopped due to a power on reset (por) error code. It was noted that the por was not related to an overdischarged battery. The patient stated that they were charging their implantable neurostimulator (ins), when they saw the informational por on their recharger and programmer screen. They mentioned that they usually charge their ins every 3 weeks, but it seems that they need to charge more often. The patient also reported that over the last 3 days, their foot was hurting. However, they stated their therapy is working great, so they aren¿t going to see their healthcare provider. Steps were reviewed for how to clear the por. The patient was able to successfully clear the por, and stated that therapy was adequate. It was also noted that they were getting full coupling, and the ins was ¾ charged. The patient was implanted for other non-malignant pain and spinal pain.